Event description:
It was initially reported that on (B)(6) 2012, the patient was hospitalized due to an infection of the pump pocket and a surgical evaluation was scheduled to determine the extent of infection. It was later reported that the pump and catheter were explanted on the same day. It was further added that on (B)(6) 2012, a cerebrospinal fluid fistula was removed. Patient was under medical observation. A follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
Catheter model/serial #:unk, implanted: unk, explanted: (B)(6) 2012.